Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within power ports one and two of the controller, as well as contamination within the speaker. Additionally, an external visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed speaker contamination and hairline cracks are additional observations not related to the reported event. The most likely root cause of the contamination can be attributed to the handling of the device. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed two critical battery alarms logged on (B)(6) 2019 that were due to communication errors involving the battery. Analysis of the data log file revealed multiple additional instances involving the battery where the battery¿s relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. Analysis of the event log file revealed one controller power up event on (B)(6) 2019 at 02:48:58. The data point prior to the loss of power revealed that a battery was connected to power port one with 95% rsoc and an active adapter was connected to power port two. The data point recorded after the loss of power revealed that no power source was connected to power port one and a battery was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 11 seconds. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the battery on (B)(6) 2018. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and the battery. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination. A possible root cause of t he loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to evaluate events involving the controller losing power. Additional products: d4: serial #: (B)(6). D10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d224vrc ¿ defib, implanted: (B)(6) 2011 0184 ¿ lead, implanted: (B)(6) 2011. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-jun-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-jun-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had erroneous critical battery alarms at 70% and 80% capacity. Due to frequent inappropriate critical battery alarms on multiple batteries, the controller was suspected to be a potential cause of the inappropriate alarms. It was further reported that after log file review, it was indicated that there was a loss of power to the controller, and three batteries had a communication error. The controller and one battery were exchanged, and two batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: two batteries with serial numbers (B)(6) and (B)(6) were already reported under FDA report number: 3007042319-2019-12201. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.